Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Due to the error 42 the basal software was unable to suspend insulin delivery resulting in the customer experiencing a blood glucose (bg) level of 52 mg/dl. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.